Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons were not responding on the customer's insulin pump while she was trying to change out the infusion set. The customer stated the keypad had been intermittently working in the past. She was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 174 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.